Event description:
Patient underwent a prosthetic aortic valve replacement on (B)(6)2010, due to aortic stenosis. He had a 1-vessel bypass with lima to his lad. He had an uncomplicated procedure and was d/c'd to a transitional care facility and then home. He presented on (B)(6)2010 for readmission due to fever, cough and sob. He was diagnosed with (B)(6) bacteremia and a-flutter. He was placed on antibiotic therapy. A tee done on (B)(6)2010 showed large vegetation on the prosthetic aortic valve, abscess at the aortic root that appears to be circumferential and extending into the mitral annular fibrosa and possibly into the interventricular septum. Due to the complexity of his infection, patient transferred to (B)(6)hospital for a complicated redo aortic valve replacement with root replacement and mitral valve replacement.